Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was treated for elevated blood glucose (bg) ranging from 200 mg/dl to ¿high¿ (>600 mg/dl) with no reported additional symptoms associated with an alleged inaccurate delivery. It was reported that the patient¿s healthcare provider is contacted every 2-3 weeks for changes in the basal and bolus settings for the patient¿s pump. Reportedly, the patient remained on the pump and received treatment by a health care provider in the form of phone advice and another unspecified treatment. Troubleshooting with customer technical support (cts) could not be completed therefore the inaccurate delivery allegation could not be confirmed. Animas has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report will be submitted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.